Manufacturer narrative:
The lot number was provided for one of the two malfunctions, and a lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation, however, medical records and images were provided for review for the malfunctions. Both of the investigations are confirmed for the reported tilt issue. Based upon the available informations, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported informations indicated that models ec500f vena cava filter allegedly experienced tilt. This information was received from various sources. The malfunctions involved patients with no known impact to the patients. One patient is a (B)(6) year old male, whose weight was not provided. The other patient is a male, whose age and weight were not provided.